Event description:
It was reported that a battery depletion (bd) error was observed upon interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD), and a request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that a battery depletion (bd) error was observed upon interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD), and a request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is not expected as the patient elected to keep the device.

Manufacturer narrative:
This device was kept by the patient and will not be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.